Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead had infection. The patient had chest pain and received shocks for supraventricular tachycardia (svt) in ventricular tachycardia (vt) and ventricular fibrillation (vf) zone. The physician verified that patient now has rate control with medications and that the monitoring only zone was turned off. Device setting was reprogrammed. Field representative indicated that the cause of the infection was unknown. To date, this rv lead still remains in service. There were no additional adverse patient effects reported.